Event description:
A malfunction was reported with the customer's pump, displaying malfunction code malf 24, which could not be reset. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.